Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high albumin, glucose, and cholesterol results generated by the au480 clinical chemistry analyzer for multiple patients. The patient results were reported out of the laboratory. The specimens were re-tested and lower results were obtained. Based on available information, there have been no reports of medical action taken.

Manufacturer narrative:
It was found that the lyophilized chemistry calibrator was reconstituted with too much diluent by an untrained operator which is the root cause for this event. After new calibrator was reconstituted, and the instrument recalibrated, qc was in lab's range. The medical director determined medical significance and if there was any contacted the physician. Patients with glucose results above the reference range were contacted to return for repeat testing. Service was not dispatched for this event.